Event description:
It was reported that this implantable device was part of a system affected by an infection. An explant procedure was scheduled. This device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.